Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The medtronic surgical valve is referenced in regulatory report # 2025587-2016-01959. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and three months following the implant of this transcatheter bioprosthetic valve, the valve which had been implanted valve-in-valve into an existing medtronic surgical valve, was noted to have become stenosed along with the surgical valve. Both the surgical and transcatheter valves were explanted and replaced by a mechanical valve. There were no further adverse patient effects reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no information to suggest a device quality deficiency related to this event. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non -structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, the mechanism leading to the stenosis was not provided, and the subject device was not returned for evaluation, thus the root cause that lead to this event could not be determined. It is possible that the patient age ((B)(6) years old) and medical history (surgical valve followed by transcatheter aortic valve replacement) may have played a primary role. If information is provided in the future, a supplemental report will be issued.